Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. One 4.5 fr microintroducer and three photographs were returned for evaluation. A microscopic observation of the returned sample revealed a longitudinal split, buckling, and plastic deformation at the sheath tip, and some biological residue was observed between the sheath and the dilator. The tip of the dilator was unremarkable. While the exact cause of the observed damage could not be determined, possible contributing factors include damage during handling, steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when using the mst-0668945 with the puncture catheter, a tear was discovered in the inner puncture sheath. Another package was immediately opened and used; the subject product was not used on a human patient.